Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) igtcfs-65-1-fem-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2016, the patient received a celect® filter. Primary reason for placement was no venous thromboembolism (vte) present, but at risk for vte due to hypercoagulable state, and surgery. The inferior vena cava (ivc) diameter at the intended filter location was 25.09 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 6 - < 11 degrees. There was no extravasation of contrast and no filter legs appeared outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 22.2 mm. There was no evidence of filter migration, deformation, extravasation of contrast, or filter legs appearing outside the column of contrast after placement. The angle of filter tilt in the ap view was 10.4 degrees. On the same day, the post procedure x-ray was performed and revealed no evidence of filter fracture, embolization, or migration. Filter tilt was 6 - < 11 degrees. Analysis of the post placement x-ray is not available. The patient was discharged from the hospital the same day as the placement procedure. The 3 and 6 month follow-ups were completed and no device related adverse events were reported. On (B)(6) 2017 (382 days post-procedure), the 12 month follow-up clinical assessment was performed. The filter was not scheduled to be retrieved due to a planned gastric bypass surgery on (B)(6) 2017. On (B)(6) 2017 (389 days post-procedure), the 12 month follow-up CT of the abdomen with intravenous contrast, x-ray, and ultrasound were completed. The CT revealed no evidence of filter embolization and a grade 2 filter leg interaction with the ivc wall. The ultrasound revealed no evidence of thrombus in the lower extremities. The ivc and pelvic veins were not assessed. The x-ray revealed no evidence of filter fracture, embolization, or migration. Filter tilt was 6 - < 11 degrees. Analysis of the 12 month follow-up CT, ultrasound, and x-ray is not yet available. Patient outcome: the patient remains in the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on description of event and review of provided imaging. The celect-pt filter was deployed in an infrarenal location with insignificant tilt (12°) and no evidence of the immediate perforation. The 1year follow-up ctscan demonstrated development of two grade 2 perforations (extending into the pericaval fat - no signs of inflammation) and one grade 1 interaction between primary legs and the ivc wall. All the secondary legs demonstrate grade 1 interaction with the ivc wall. There is no evidence of significant tilt relative to the center line of the ivc. However, the hook of the ivc filter is seen to abut the wall of the ivc, potentially making future retrieval attempts more difficult. In addition, one of the primary filter legs is seen extending into the ostium of the right gonadal vein, again without evidence of inflammatory changes to suggest any clinical sequelae. The root cause for the perforations cannot be determined. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.